Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that both a 36 mm tricuspid annuloplasty ring and a 32 mm tricuspid annuloplasty ring were implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the 36 mm tricuspid annuloplasty ring was implanted and explanted as it was leaking post implant prior to the patients chest being closed. As a result the physician placed a smaller 32 mm valve which remains implanted without issue. No additional adverse patient effects were reported.  Added weight and updated device code. If information is provided in the future, a supplemental report will be issued.